Manufacturer narrative:
Product analysis: it was determined on analysis that the analyzer tested out of specification as it was identified that the incoming test could not be performed due to a broken blocking the connector. The connector was replaced, and the analyzer passed all functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the analyzer which was returned for preventative maintenance subsequently tested out of specification during ma nufacturer's analysis. There was no patient involvement.